Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2021 wherein the entire system was explanted.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2021 wherein the ipg pocket was washed out. The infection has since been resolved.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced an infection at the ipg site. The patient was administered both oral and IV antibiotics. As a result, surgical intervention may be undertaken to address the infection.